Event description:
It was reported that during a therapeutic stone retrieval procedure the stone was in the lower part of the kidney. The stone was captured with this zero tip basket but then one of the basket wires broke off. The basket was left in the pt, to be removed during a subsequent procedure.